Event description:
The customer reported being hospitalized for three days with diabetes ketoacidosis and high blood glucose of 797mg/dl. The caller stated that she had changed the infusion set, reservoir, and insulin prior going to the hospital. The customer fell very sick; she took off the device when she arrived in the hospital. The customer was reconnected to the insulin pump and his glucose level went back up again; she was told not to use the insulin pump and to request a replacement. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. The device was received with scratched display, cracked reservoir tube and lip, broken belt clip slot, and cracked battery tube threads.